Event description:
It was reported to philips that the device's battery is depleted. The customer requested just a replacement battery with no engineer evaluation. There was reportedly no patient involvement.